Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt's therapy turned off by itself the day prior to yesterday. Pt said they noticed the return of pain symptoms and looked at their controller and the controller displayed "stimulation is off" on the home screen. Pt had not turned their therapy off manually. Pt turned therapy back on and therapy worked to relieve pain symptoms. Pt spoke to their manufacturer representative (rep)  today via phone and their rep mentioned "they had never heard of the therapy turning itself off/on and the pt should contact the manufacture/patient services." Pt mentioned on the call that their controller shut off and the "the device was shutting down" but later clarified that their therapy had turned off by itself. The caller was redirected to monitor the situation and contact their hcp and mdt rep. If the issue persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.